Manufacturer narrative:
Zimmer biomet complaint number (B)(6). Weight unknown / not provided. Additional PMA/510(k) number ¿k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient reported to the office with palatal swelling around the implant at tooth location #14 stating that this started suddenly over the weekend. The patient had finished a previous round of antibiotics and an incision and drainage was performed and another round of antibiotics were started. The patient reported back to the office, and the implant was loose and was removed by hand. Symptoms as a result of the event: inflammation and swelling.